Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported a variety of issues (which include but not limited to: bezels cracked, failed rates, broken doors, broken cases, iuis, release latches) on multiple devices that were kept in storage for one and a half years. The issue on the device listed on this complaint file was unspecified. The customer is also requesting the manufacturer to check the device if it is recall affected. There was no patient involvement.